Manufacturer narrative:
Results: the complaint was not confirmed for "pocket heating". Visual inspection of the returned 3228 penta lead did not reveal any anomalies that would contribute to the complaint. As received, the penta lead was complete and in good condition. The lead passed all functional tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-1390, 1391.